Manufacturer narrative:
The actual device is reported to be available but has not been received. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 05-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced seven different incidences, which were associated with separate units, involving seven different events. This is the sixth of seven reports. Refer to 8030647-2018-00518 for the first event. Refer to 8030647-2018-00519 for the second event. Refer to 8030647-2018-00520 for the third event. Refer to 8030647-2018-00521 for the fourth event. Refer to 8030647-2018-00522 for the fifth event. Refer to 8030647-2018-00524 for the seventh event. It was reported the flex tubing slides off the inline suction catheter. The flex tubing on the inline suction catheter does not fit correctly. The flex tubing slides off of the inline suction catheter resulting in multiple disconnects from the ventilator. The flex tubes are currently being taped in place. The patient disconnected from the ventilator. There was no patient injury reported and no medical treatment required.

Manufacturer narrative:
The device history record for the reported lot number, m18101l605, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 21-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.